Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process. After the reset, the error code did not reappear, and the customer successfully started a new sensor session.